Manufacturer narrative:
Concomitant medical product. D224drg. ICD implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a suspected occasional intermittent atrial under-sensing and far-field r wave over-sensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.